Event description:
It is reported that: the patient says that she has had bilateral hip implants. She recently rec'd notification that her right hip implant was part of the recall. She states that her right hip often stiffens up and she experiences discomfort when lying on her right side. The patient is scheduled to see her physician in late (B)(6) 2012 for evaluation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.